Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's father reported via phone call high blood glucose and bent cannulas. Customer's blood glucose level was 443 mg/dl. Customer advised they had high blood glucose due to bent cannulas. Customer received a check settings alarm during the rewind process. Customer was assisted with hooked up the meter to their replacement insulin pump. Customer advised their blood glucose went down after changing out their site. Customer performed and passed the self-test.